Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/28/2017 - phone, 2/28/2017 - voicemail, 3/7/2017 - voicemail, 3/7/2017 - voicemail. (B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The flow sensors were replaced.

Event description:
The hospital reported that, during a case, the unit alarmed for a ventilator failure. There was no reported patient injury.